Event description:
The customer reported getting diluent comparison out of limit error messages on their lh500 instrument. The customer technical specialist (cts) had the customer check the right side of the instrument for pinch valve vl49 (pv49) and found it leaking a small amount of diluent contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous patient results were generated.

Manufacturer narrative:
The customer technical specialist (cts) assisted the customer over the phone with replacing tubing at pinch valve pv49 to resolve the leak. The customer ran a prime sample to confirm no further leakage was observed. Upon recur, the failure mode identified could potentially impact cbc/diff patient results due to sample carryover. (B)(4). Customer resolved the issue.